Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2017 with the following findings: a review of the black box showed data from (B)(6) 2015; the pump was out of the box, indicating it had not been used. A review of the black box showed one reboot on (B)(6) 2015 at 10:02 following a ¿active basal program empty¿ warning. The battery compartment and cap were intact with no evidence of physical damage. The battery cap contacts were within specifications. There was no evidence of any moisture inside the battery compartment. The battery cap secured properly and the pump powered on normally. The pump was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. (B)(4).